Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "has a bad dry cough when she lays down or sits back in her chair and coughs worse when using the device". The patient stated, "ent says the back of tongue is really red and inflamed, thinking that the cause was from acid reflux". The patient stated, "has another appointment tomorrow with ent in which (she) will discuss this recall to see if this is actually the cause of the sinus and tongue issue". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.